Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit is working on battery but not in mains. There was no patient involvement.

Manufacturer narrative:
Corrected sections: (health clinical & impact).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is working on battery but not in mains.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: event site postal code:(B)(6). A getinge field service engineer fse visited the site and found the power supply((B)(4) is defective and it needs to be replaced. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device repair status unknown.